Event description:
New heparin infusion bag hung and pump settings verified for rate of 9.4 ml/hour. After 30 minutes, approximately 200 ml of heparin had infused. Heparin infusion was discontinued and repeat labs were drawn. The patient did not experience any bleeding.